Manufacturer narrative:
The electrodes were returned for evaluation, the malfunction was duplicated during visual and microscopic evaluation. The malfunction was attributed to a disconnected jumper wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction that only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed the install test with these electrode pads attached. The customer was unable to provide more detail on the malfunction. Complainant did not indicate that there was any patient involvement in the reported malfunction.